Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had no stimulation sensation. The patient¿s stimulation suddenly stopped w orking and she could no longer feel it. This occurred on the day of the report. The patient was getting up and moving around a lot. The patient was feeling stimulation at 240v. The patient had a full battery. The patient was able to turn the stimulation up and she could feel it the day prior to the report. The patient was on group a. Basic functionality of the patient programmer was reviewed. The patient confirmed that the adaptive stimulation was off. The patient didn¿t have any other groups, but she had up to 4 programs to choose from. Since the patient had the device, she tried to arrow over to another programmer, but nothing happened.

Event description:
The patient reported they met with their manufacturer representative two weeks prior to report where they added a 4th program to help with pain management. The patient had surging stimulation which had gradually set in but was getting worse and happens every time they stand up. The program that was added did not resolve the surging. While on the phone the patient was able to turn their adaptive stimulation off and the surging continued but was not as intense as before. In the upright position the patient was on group a at 1.60v. Following the patient¿s initial call on an unknown day the manufacturer representative met with the patient. They were having 50% or greater symptom reduction. The patient turned the adaptive stimulation off and the surging resolved. After the adaptive stimulation was turned off the patient was receiving effective therapy.